Event description:
It was reported that this pacemaker system exhibited undersensing for its right ventricular (rv) lead and low amplitude, so the device was reprogrammed. Technical services (ts) was consulted and a lead dislodgment was suspected after reviewing available data. This rv lead remains in service. No adverse patient effects were reported.